Event description:
The customer reported to corporate product surveillance (cps) of one (1) epidural pump set, product code 2l3504, lot number ur10b05011, in which the tubing was reported to be broken. The customer could not confirm if this was a separation of the tubing or if it meant a component on the tubing was broken. The condition was observed before use on a patient. No patient injury or medical intervention occurred. No further information is available at this time.

Manufacturer narrative:
The sample has been received for evaluation. A follow up report will be filed upon completion of the evaluation or if any additional information becomes available. (B)(4)